Event description:
It was reported that the insulin pump required frequent battery changes and also rejected new batteries. The caller did not provide the blood glucose reading and declined troubleshooting for the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.